Event description:
It was reported that the deivce was used during a hand assisted laparoscopic sigmoid colectomy, towards the end of the case the hand port ripped for no apparent reason. Case completed with another device. No patient consequence.